Event description:
It was reported that when using the bd vacutainer® push button blood collection set, an unspecified number of units exhibited sleeve leakage, requiring recollection in one incident. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, an unspecified number of units exhibited sleeve leakage, requiring recollection in one incident. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos and 39 samples for investigation. The customer photos show a device with blood leakage in the holder and the sleeve not properly recovered over the np cannula. Functional testing was conducted on the 30 returned samples along with 30 retained samples. Three of the returned samples failed testing as there was sleeve leakage observed due to poor sleeve recovery. All retain samples passed testing exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. In addition, all retains passed retraction lock out testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. A review of complaint history for the material and lot number revealed an increase in sleeve function and leakage complaints. Bd initiated further root cause investigation relating to the issue of sleeve function and leakage through corrective and preventive actions. The root cause was attributed to an out of specification error. Due to the trend, additional corrective actions were initiated to strengthen the process including reinforcement training and process improvements to support ongoing control and documentation accuracy. A 90 day review of production inspections was completed with no errors. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.